Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
An alert was sent via home monitoring regarding right atrial lead failure that caused the atrial lead to switch to unipolar. Noise was observed on the atrial lead, beginning about 2 weeks after implant. Impedance and sensing amplitudes dropped. Ventricular lead failure occurred about a week later. Lead remains implanted. On 7/25/2016 - the representative was contacted regarding what lead failure was seen. She and the physician determined that lead check had to have been "tripped" by accident. All impedance values, sensing values, and thresholds were within normal range.